Manufacturer narrative:
(B)(4). Additional information:the problem was not confirmed, as no sample was returned for evaluation. Therefore the cause of the peritonitis could not be determined, as no device malfunction or use error was identified during the report.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information provided by a nurse, in the USA. This report is of constipation and peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient was constipated. On (B)(6) 2012, the patient experienced peritonitis. On that same day, the patient was hospitalized for peritonitis. Treatment was not reported. Per the consumer, constipation might have caused peritonitis. The patient still had problems with constipation. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12i05113. No exceptions were observed that were related to the reported condition.